Event description:
A female with history of previous cath underwent a peripheral intervention in 2008. A 6f sheath was placed into the cfa, reportedly above the inguinal ligament, with one sheath exchange (long to short) during the procedure. Of note, there was a perforation of the left peroneal with a diamondback device during the procedure. The physician decided not to treat the peroneal, and the rest of the procedure was reportedly performed without complication. After the case, the physician took an ap view of the right femoral and no extravasation was noted. The physician trained to the mynx procedure proceeded to use the mynx device. Post procedure, there was a small acute swell and adjunctive pressure was held. Later that day, the patient experienced a drop in bp, hg and hct (units unknown) and the patient underwent a CT scan determine the source of the bleed. CT scan documented retroperitoneal bleed, 4 units of blood were given and additional manual compression was applied. The patient is reportedly doing well. No further information has been provided.

Manufacturer narrative:
The device was not returned to aci for evaluation and the device's lot number was not provided for lot history review. Based on the information provided and the investigation performed, the most likely cause of the retroperitoneal bleed was the high stick, above the inguinal ligament. Per the mynx IFU, do not use the mynx vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed.